Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip legs not close when fired?

Event description:
The clip applier er420 does not work properly. The clips les was not squeeze together.

Manufacturer narrative:
(B)(4).this correction is being submitted to correct the sequential numbering for the follow up reports #2 and #3. In an attempt to correct the sequential numbering for follow up reports, follow up report # 1 submitted with corrected and numbered as follow up report #1. The system will not permit a correct supplemental report to be created and submitted for follow up report #2 and #3 as it is being recognized as a duplicate report. Therefore, the follow up report is numbered as follow up report #5 to submit corrections. Follow up report #3 submitted should have been numbered as follow up 2 follow up report #4 submitted should have been numbered as follow up 3 - attachment: [3005075853-2017-04526 b.pdf].

Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: upon visual inspection of the picture, the tip of the device and 2 clips can be found in the picture. There are no apparent damages to the device, and the clips are unformed and appear to have been ejected. However, no conclusion could be reached as to the origin of these issue as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04526 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04526 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04526.pdf].

Manufacturer narrative:
(B)(4). Batch # l90d1r. Device analysis: the analysis results found that the er420 device was received with no damage in the external components. In addition, 3 unformed clips inside a plastic bag were returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the clip legs not close when fired? Sales response is as followed : "when fired, the clip was driven but not close".